Event description:
The operator of a vitros 350 chemistry system observed positively biased quality control results with vitros phyt slides assayed on a vitros 350 chemistry system. The laboratory did not report any vitros phyt patient results during the time of this event and there was no allegation of patient harm.

Manufacturer narrative:
The definitive root cause of the event is unknown. The customer resolved the event by replacing the immuno wash fluid and disposable tip. The investigation could not rule out improper mixing of the immuno wash fluid as the contributing factor to this event.